Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h7, h9. One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, and normal wear was noted on the chassis exterior. Ac power was applied to the rf generator and a successful power on self-test was observed. Inspection of the internal components revealed discolored and electrically failed capacitor at the c49 location on the radio frequency control board which resulted in the thermal event reported. No functional testing was performed due to the physical damage previously identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to abnormal functionality of the radio frequency control board.

Event description:
The generator started to smoke and there was a burning electronic smell. There was no patient involved and no adverse consequences to the user of the device.